Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had display anomaly on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the display was not well visible anymore. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump was tested with no missing segments or partial display noted. Pump was received with severely scratched display window noted.